Manufacturer narrative:
Product complaint # (B)(4). Batch # t5al8k. Device evaluation summary: the analysis results found that the cdh29p device arrived with no apparent damage. The breakaway washer was present and uncut, the device was fully loaded with staples, indicating that the device had not being fired. Further analysis shows that both distal bulkhead press pins broken from the frame. But that could not have been the cause of the failure. In addition, the flex circuit had cracked trace at the switch location. Contributing to this failure mode may have been the broken alignment tab on the casing. No functional test could be performed due to the condition of the device. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Date of event is 2019. Event day and event month were not provided. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. Attempts are being made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a total colectomy with jejunum pouch and rectal anastomosis, the device blocked intraoperatively and did not trigger (correct connection and the red marking within the green area). No staple line was deployed and the device did not cut. Instrument could be easily opened and removed from the tissue. An additional cdh29p was opened and the operation ended with no influence on surgery or patient safety. The patient is fine and the intestine was not injured.